Event description:
It was reported that at implant when advancing and pulling back the lead through the introducer, resistance was felt by physician. Visual inspection noted possible damage induced by introducer. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.